Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was delayed in responding to presses and unresponsive. Additionally, it was reported that the pump battery was depleting quickly. The customer reverted to manual injections for insulin therapy. Customer's blood glucose (bg) was 525 mg/dl. A manual insulin injection was used to address bg.